Manufacturer narrative:
Aga medical could not evaluate the 24mm aso involved in this incident since it was discarded by the surgical personnel post procedure. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Still images were provided for review by agas medical consultant; however, it was impossible to predict why the aso embolized based on these images. Intra- and pre-procedural echocardiograms were requested but were not received. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the patient's embolization remains unknown.

Event description:
According to the initial information received, a (B)(6) patient was implanted with a 24mm amplatzer septal occluder. After 24 hours, a follow up echocardiogram was performed and the patient was sent to emergency surgery. The surgical personnel disposed of the explanted device along with all other material from the surgery. Additional information has been requested, including the event description, imaging of the implant procedure, patient, physician, and hospital information, event and implant dates and the status of the patient, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Event description:
It was reported that the inclination set fractured after approximately 74 months post op and a revision surgery will be required to correct.

Event description:
On (B)(6) 2009, the patient was implanted with a scs system. On (B)(6) 2010, it was reported that patient fell and subsequently lost stimulation on his right side. The lead was explanted and replaced. The patient is currently satisfied with the stimulation.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was discarded post procedure. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. All dates have been estimated, including implant and event dates.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: two cds were provided after the final interpretation had been completed. One cd was of balloon sizing (fluoroscopy images), aso placement and release. The aso appeared bulky especially in the anterior-posterior dimensions. The second cd was of ehcocardiographic loops. Unfortunately the loops were multiple repetitions of the same loops. There were several still pictures of the aso. From the additional loops that were provided, the following inferences can be made: the patient had an adequate aortic rim; the inferior vena cava (ivc) rim, however, was deficient and thin and had no strength to hold the aso. If the thin rim of the ivc was accounted for, the defect measured about 28mm without balloon sizing. The sizing balloon still image was at 0 degrees and hence did not yield any useful information. Because of the deficient ivc rim, the defect was oval in shape with anterior-posterior (short-axis view) dimensions smaller than the superior inferior (bi-caval view) dimensions. According to aga's medical consultant, the aso embolization occurred due to the deficient and functionally absent ivc rim.